Event description:
It was reported via repair work order that there was no power to the bed as a power cord inlet filter wire was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.